Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient stated their lead came out sometime yesterday, they had felt nothing and was unaware of this happening until sometime later. The patient had experienced dizziness and felt sick. The rep later reported the patient saw their healthcare provider (hcp) on thursday and scheduled implant for (B)(6) 2016.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported later that leads came out of patient with 24 hours after the peripheral nerve evaluation and complete removal occurred on (B)(6) 2016.